Event description:
Additional information noted, clinical patient now experienced bcva loss of 2 or more lines. Severity was mild. And the event resolved. The previously, reported event of epidemic keratoconjunctivitis has been resolved.

Event description:
Additional information received noting patient experienced a second occurrence of bcva loss of 2 or more lines. This event was mild, is recovered/resolved, and no action with the study device was needed.

Manufacturer narrative:
The events of conjunctivitis, high intraocular pressure, and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient had a xen 45 gel stent implanted in the right eye and had a needling procedure performed less than a month later due to high iop that was noted as 41mmhg. Post needling, the iop was 14mmhg. Three months after implant the patient experienced eck epidemic keratoconjunctivitis. Treatment for the keratoconjunctivitis was noted as ciprofloxacin and durezol. The events are noted as recovering/resolving and the device remains implanted.

Event description:
Additional information received noting that the patient now experienced hypotony immediately following xen®45 gts. Event lasted for just under a week and resolved without any treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.